Event description:
A (B)(6) female patient called zoll customer support to report that her monitor wasn't powering up properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering up properly) was confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to an intermittent bga solder connection at the u500 dsp component on the monitor c/a board. The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the defective u500 components. The patient received a replacement monitor.